Event description:
It was reported that a receiver reinitialization occurred. On (B)(6) 2025, it was reported that the patient reported that her receiver would not turn on after it had been previously working. The patient was only using the dexcom receiver to view her values, she was not using the mobile app. At an unspecified time later, the patient passed out. The patient¿s brother found the patient unconscious on the floor and called 911. Emergency medical services (ems) arrived and transported the patient to the emergency room (ER). At the emergency room, it was determined she was in a ¿diabetic coma¿. Since the patient was unconscious, she was unaware of what her bg meter reading was at this time or what medication or treatment may have been provided to her. It was not specified when the patient regained consciousness. The patient was discharged home after 5 days. Her bg meter reading at discharge was 163 mg/dl and the patient¿s dexcom receiver was still not turning on. The patient was feeling weak and tired at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.